Manufacturer narrative:
Product event summary: manufacturer's analysis was not able to confirm the customer comment that the cable was not pacing or sensing correctly. The cable passed all visual incoming inspections with no anomalies found, and at bench testing, continuity tested within specification. No intermittent connection was found when the cable was bent or manipulated and connections were not shorting out between themselves.

Event description:
The cable was returned for service and it was requested that it receive a test and calibration.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that patient cables were not sensing or pacing correctly. The cables are expected to be returned. No patient complications have been reported as a result of this event.